Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head picture was blurry. The issue occurred during preparation/prior to sedation for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the camera head picture was blurry. The issue occurred during preparation/prior to sedation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of picture blurry was confirmed. Based on the results of the investigation, the complaint is confirmed, the device has blurry image due to a faulty ccd attributed to component failure. A definitive root cause of the phenomenon cannot be conclusively identified. Olympus will continue to monitor field performance for this device.